Manufacturer narrative:
Brand name: unknown model: unknown, not provided. Catalog #: unknown, not provided. Expiration date: unknown, as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). Device manufacture date: unknown, as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, there was difficulty implanting this replacement lens one week post removal of an initial lens. The difficulty was due to some post-surgical adhesion that occurred. The lens required repositioning in a secondary procedure. Ten (10) days post repositioning of the lens, and inspection of the intraocular positioning in the left eye, visual acuity without correction in the right eye (od) was 20/40 and the left eye (os) was 20/40. Acuity to near without correction j1. Bio-microscopy of the lens in the right eye apparently shows it is centered. A small corneal edema in the incision was noted. The doctor will conduct a re-evaluation in three (3) weeks to verify any visual impairment.

Manufacturer narrative:
Corrected data in the initial emdr submission code 81 (other) was provided. However, explanation for using code 81 was not provided. The comment that should have been provided is as follows: the device was not returned for analysis. There was no model number or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device evaluation: iol product identifiers were provided in emdr #1 supplemental submission. Therefore, results of product investigation are now provided. Device evaluated by manufacturer: yes. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Based on new information received, the physician implanted new lens model, zxr00 with serial number (B)(4). He also informed that the lenses are centered, but the refraction found on the 30th day postoperative new implant: refractor od (right eye) = -0.50 20/20 / oe -1.00-0.50 to 180-20/20 / close up view j1 without correction. The physician will wait 30 days to decide if it's necessary to make a laser correction of this residual degree. The following sections have been updated for replacement lens accordingly: brand name: tecnis symfony, serial #: (B)(4), model: zxr00, catalog #: zxr00i0165, expiration date: 6/29/2022, unique identifier (UDI): (B)(4). Device manufacture date: 6/29/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.